Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, electrocautery was used and the pulse generator exhibited loss of output. The device was explanted and replaced. The patient was in stable condition prior, during, and post operation.